Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Three (3) devices were received for evaluation; two (2) events were confirmed during testing. One (1) device was found to be affected by corrosion. One (1) device was found to be affected by a non-stryker repair. One (1) device evaluation is in progress. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the (B)(4) pilot program, exemption number e2015055. Device was not available for evaluation at the manufacturing facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events in which the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. There was no patient involvement; no patient impact.